Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 38 indicating consecutive stalled motor during an attempted fill tubing process, encountered an inability to proceed, and then tampered with the piston area before being advised to stop; the alert persisted after a restart and the ilet was replaced, with education provided on backup therapy, ketone plan, shutdown, and return. Symptoms included hyperglycemia with a reported highest value of 280 mg/dl lasting a few hours, without ketone testing and without need for professional medical intervention. Outcomes included the need to discontinue use of the affected device and transition to a replacement device, along with user instruction on continued cgm use and data handling. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.